Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Down angle wire ruptured. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angle wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the air water nozzle loosened, the lg prong top worn out, and the eog valve loosened ; however, they are not the main cause, and/or irrelevant to the alleged complaint.